Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump shut off unexpectedly. The customer's blood glucose level was 280 mg/dl. The customer delivered a correction bolus via the pump. The customer connected the pump to a power source and the pump turned on. Reportedly, the customer would continue use of the pump for therapy.